Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and the motor arm cannot communicate with the main arm. The customer's blood glucose level was 370 mg/dl at the time of incident. The customer also stated that they were able to complete insulin pump rewind and able to successfully clear the alarm. The customer also stated that the error occurred again after clearing the first error and this is the second occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software error detected confirmed in downloaded pump history due to software error. (Line number: 109, file number: 540). The motor arm cannot communicate with the main arm not confirmed during testing. Device passed the displacement test and the self test.